Event description:
It was reported by service report that the footboard displayed an error code indicating that the foot right load cell needed to be replaced. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.